Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. It was further reported that when the customer pushed the syringe, air leaked from tip of the filament and there was slit observed on the catheter body.

Manufacturer narrative:
Examination revealed balloon lumen leakage through a slit, 0.05" inches in length, at the 12.7 centimeter area (distal of the thermal filament). There was no visible damage to the balloon latex.